Event description:
It was reported that before an unknown procedure, there was a hole on the package when the box was open. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # x96225. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please confirm which portion of the device packaging was perforated. Was the tyvek perforated? Did the perforation result in a loss of sterility? Or was the outer cardboard packaging perforated? If yes, did the perforation also affect the tyvek and/or blister portion of the packaging?" Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the el5ml devices was returned inside it's original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.